Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an episode of ventricular tachycardia (vt) was not treated by the device due to device programming. The device was reprogrammed to more accurately discriminate for ventricular arrhythmias. The patient was stable and there were no adverse consequences.